Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the patient had a pocket revision on (B)(6) 2017 where two extensions were used to move the pocket site to the abdomen. The patient was going to be seen for follow-up on (B)(6) 2017.

Event description:
The consumer reported via the manufacturer representative that the implant was eroding and causing pain at the pocket site. There were no environmental or external factors that contributed to the issue. The patient stated that stimulation worked well and they had no issues outside of the pocket site erosion. No interventions had been taken at the time of the report and a pocket revision was planned but not scheduled; the issue was not resolved at the time of the report. The indications for use were spinal pain and complex regional pain syndrome. No device issues reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.